Event description:
It was reported that a large amount of resistance was met during advancement of the xience prime stent delivery system (sds) through the heavily calcified and heavily tortuous, narrow target lesion in the predilated, proximal left circumflex coronary artery. After several unsuccessful attempts to cross the lesion, resistance was met during removal of the sds from the calcified plaque and the stent dislodged from the sds. The dislodged stent was removed with a snare. The procedure was completed at that point and the balloon angioplasty performed during predilatation was deemed sufficient. Reportedly there was a clinically significant delay in procedure. Another intervention will be performed at a later time. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. The failure to advance/cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.